Event description:
It was reported to philips that the system gave an alert indicating the generator was busy starting, preventing imaging. The system was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during planned treatment/non-emergency treatment of procedure. The procedure was carried out, and the issue occurred in the middle of the procedure, however patient was moved to another room to complete the procedure without any delay. It was reported to philips that generator was busy starting up alert. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite and found that hivo unit in generator in the system had not started, checked test points and found that 24v was not ok. The fse checked the system logfile and found the hivo high voltage transformer was not working. To resolve the issue, the fse replaced the hivo high voltage transformer. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome. The evaluation method code was corrected. The FDA establishment registration number [fei] has been updated and reported to the FDA, changing from 3003768277 to 3042175844, effective december 21, 2025. This change reflects as administrative registration update only. There have been no changes to the registered owner/operator, official correspondent, legal entity name, physical establishment address, manufacturing processes, or to the design, specifications, intended use, or manufacturing processes of any listed devices.